Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported that the laser does not appear to be treating the treatment that was entered. The patient's cylinder returned and was noted approximately four months post-operatively. There are multi reports for this facility. This report addresses the patient's sj's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. (B)(4).